Manufacturer narrative:
Date of event: unknown, not provided but the best estimate is (B)(6) 2018. If explanted; give date: not applicable as to date the lens remains implanted and therefore not explanted. The device was not returned for analysis as to date it remains implanted. The lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a bilateral intraocular lens (model and diopter unknown) implantation. Left eye (os) implanted on (B)(6) 2018 and right eye on (B)(6) 2018. At the one-month post-op visit, the patient was complaining of halos and glare while driving at night. Patient's both eyes (ou) best correct visual acuity (bcva): 20/16. Additional information was received and it was learnt that these symptoms have lasted more than three (3) months and the subject considers them debilitating. There are no plans for intervention at this time. No additional information was provided. This report pertain to the lens implanted in the right eye (od). A separate report has been submitted for left eye (os).